Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a hyperglycemia event on (B)(6) 2025 due to an infusion set failure. Blood glucose level was 342 mg/dl at the time of the event. Therefore, patient took five manual correction bolus via pump for the treatment. Patient was found positive for ketones level. Ketones level was 1.5 mg/dl at the time of the event. No further information available.